Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. And, number 14. Intraoperative or postoperative bone fracture and/or postoperative pain.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6), 2008. Subsequently, the patient was revised on (B)(6), 2009 due to femoral loosening and pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the right hip revision was due to pain and a loose femoral stem. The modular head, taper adapter, and stem were removed and replaced.

Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2009, due to femoral loosening and pain.